Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.807.358, serial number: 1026, manufacturing site: oberdorf, release to warehouse date: 01. June 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the xrl large torque limiting handle (part # 03.807.358/ lot # 1026) was received at us customer quality (cq). The device should no physical damage. The overall device appeared to be in good shape. Functional test: functional testing was performed by service and repair. During functional testing, the repair technician reported that the device failed testing and tested low. The device was out of calibration thus the complaint was confirmed. Can the complaint be replicated with the returned device(s)? Yes. Dimensional inspection: dimensional inspection was not performed as internal mechanical components are not accessible without device destruction. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Conclusion: the overall complaint was confirmed for the received xrl large torque limiting handle. Although no definitive root-cause can be determined its possible an internal mechanical failure resulted due to unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during testing at service and repair, the xrl torque limiting handle failed in calibration. There was no patient involvement. This is report 1 of 1 for (B)(4).